Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had an internal leak since it has an excessive consumption of helium. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that after a check was carried out to verify the tightness of the unit, no leak was detected. The unit was within range and the customer was then informed that the unit was suitable for use.

Event description:
N/a.